Event description:
The issue occurred during a therapeutic urology procedure of change of (jj) double-j stent.

Manufacturer narrative:
B3: date of event - june (as per customer response). This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: b5, d9, h2, h3, h4, h6, h11. The device was returned to olympus regional repair center for the evaluation and reported problem was not confirmed. Based on the results of the investigation, no root cause because malfunction was not reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited blurry image. The issue occurred during a therapeutic urology procedure that was completed with similar device. The subject device was inspected prior to use. There was no report of patient harm.